Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The frame was returned for evaluation, and subsequent testing verified the complaint. The frame was broken on the welding. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The side frame was broken at the weld.